Event description:
Event description boston scientific received initial information that the lead safety switch recently triggerred on this pacemaker. The right ventricular (rv) lead impedance measurements had decreased to 250 ohms on this lead, implanted for five months. Two hundred inappropriate ventricular tachycardia episodes were also stored due to noise. The threshold measurements remained stable, but sensing was decreasing. There were no reported patient symptoms associated with this clinical observation. New information received 44 days later, reported this rv lead was fractured, surgically abandoned, and replaced. Impedance values had remained abnormal prior to the procedure and no capture was observed. After the revision procedure, no additional adverse effects were reported. ,